Manufacturer narrative:
Concomitant medical devices: product ID: 3550-29, lot# n449478, implanted: (B)(6) 2014, product type: accessory. Product ID: 97792, lot# n464659, implanted: (B)(6) 2014, product type: accessory. Product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The consumer reported shocking. There was shocking pain and stiffening that came into the patient's neck and "gripped him like having a stroke". The patient said it happened four to five times a day, four to five during a week. The patient was going to call the implanting healthcare provider (hcp) to and they were going to call him and check it out, but the patient had not heard a thing. The patient received a phone call and said, "I have somebody, they got it now." The patient's indications for use were complex reg pain syndrome type I and spinal pain.